Manufacturer narrative:
Reported event. An event regarding mechanical failure involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results. -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the neither device was not returned. Moreover no tsr - technical service report is available. The allegation of "it appeared to be the robot arm covers and joint 2 getting stuck and therefore caused an issue with the position" cannot be confirmed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that the robot was inspected and the quality inspection procedures were completed with no reported discrepancies -complaint history review: a review of complaints shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed because neither device was returned, moreover no tsr - technical service report is available. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Yesterday during a robotic assisted total knee replacement at hillcrest private hospital with doctor we terminated using the robot mid case. The case ran as normal and the patient landmarks, bone registration and verification all passed successfully and within recommended numbers. When balancing we were able to plan the cuts well on the system. When we entered the bone prep page the checkpoint and saw blade checks passed and it allowed us to begin cutting. When doctor pulled the trigger and entered approach mode the saw blade was well off the planned cut on the patients anatomy raising concerns. We tightened the base array and arm, reregistered the robotic arm, ensured arrays were tight, check patient correct and side correct, reregistered bone etc. Unfortunately same issue occurred. Due to length of time taken and uncertainty over issue the surgeon decided we would computer navigate since the patient was already under anaesthesic. My colleague joined me to support as he is more experienced and unfortunately I had to leave to cover another case at (B)(6) hospital. I have been advised it appeared to be the robot arm covers and joint 2 getting stuck and therefore caused an issue with the position. It was very concerning that I was able to pass all the checks and enter cutting mode. Should this have been by a small amount I would not have noticed there was an issue and resected incorrect bone measurements. Prolongation of surgery. Change from robotic assisted to computer navigated assisted knee replacement.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available

Event description:
Yesterday during a robotic assisted total knee replacement at (B)(6) hospital with doctor we terminated using the robot mid case. The case ran as normal and the patient landmarks, bone registration and verification all passed successfully and within recommended numbers. When balancing we were able to plan the cuts well on the system. When we entered the bone prep page the checkpoint and saw blade checks passed and it allowed us to begin cutting. When doctor pulled the trigger and entered approach mode the saw blade was well off the planned cut on the patients anatomy raising concerns. We tightened the base array and arm, reregistered the robotic arm, ensured arrays were tight, check patient correct and side correct, reregistered bone etc. Unfortunately same issue occurred. Due to length of time taken and uncertainty over issue the surgeon decided we would computer navigate since the patient was already under anaesthesic. My colleague joined me to support as he is more experienced and unfortunately I had to leave to cover another case at (B)(6) hospital. I have been advised it appeared to be the robot arm covers and joint 2 getting stuck and therefore caused an issue with the position. It was very concerning that I was able to pass all the checks and enter cutting mode. Should this have been by a small amount I would not have noticed there was an issue and resected incorrect bone measurements. Prolongation of surgery. Change from robotic assisted to computer navigated assisted knee replacement.